Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v120757, implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported that therapy was not effective with her first implant placed in (B)(6) 2008. In 2013 the device "just stopped working" and it was replaced. The patient did not know what the cause was. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.